Event description:
It was reported that the patient received several inappropriate shocks due to ventricular lead noise. The right ventricular lead impedance was high. It was also reported the atrial lead had demonstrated a sudden increase in lead impedance last year. The physician elected to leave the atrial lead implanted and reprogram the device to ventricular pacing at that time. Both leads were capped during the recent system revision and the ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data were collected from the device and analyzed. It was noted there were 11 ventricular nonsustained tachycardia episodes less than or equal to 200ms between (B)(4) 2012 and (B)(4) 2012. There was also one ventricular fibrillation episode of 120ms average for the ventricular cycle on (B)(4) 2012. The ventricular short interval count was 640 counts in 16.48 days between (B)(4) 2012 and (B)(4) 2012. Also, the weekly pace impedance trend data shows an abrupt increase for maximum right ventricular impedance from 816 ohms to 2528 ohms peak between (B)(4) 2012 and (B)(4) 2012. Concomitant product: (B)(4) implantable cardioverter defibrillator (ICD)  2012 (B)(6). (B)(4).